Manufacturer narrative:
Event date estimated. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 1 year, 4 months. Manufacturing evaluation conclusion: the patient remains ongoing on heartmate 3 lvas. A direct correlation between hm3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system, and provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was presented to the clinic on (B)(6) 2018 with bleeding from the site of a driveline (dl) incision and drainage (I&d). The bleeding left the dressing saturated with blood every three hours. It was reported that the bleeding likely started 2-3 days prior. The patients symptoms included nausea and dizziness. The patient was transported from the clinic to the hospital via emergency medical services (ems), and underwent surgical revision and closure of the dl exit site. The patient returned to the clinic on (B)(6) 2018, and reportedly was not experiencing any symptoms at the time. No further information was provided.